Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during a patient infusion. This was further described as, ¿the 24 hour infusion was taking approximately two (2) hours longer than expected for one patient". The device had been filled with doxorubicin 27.5mg, etoposide (as phosphate) 130mg, vincristine 0.7mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from november 14, 2019 - november 16, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo identified the device, however the reported condition was not clearly observed via the provided photograph. Due to the nature of the sample, no additional testing could be performed. Therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.